Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one s/l repair catheter in two segments were return for sample evaluations. Gross, visual, microscopic visual, tactile and functional evaluations were performed. Complete circumferential break was noted on the distal end of the catheter and catheter segment within the catheter hub. The edges of break were noted to be uneven, and the surfaces appeared to be granular. Therefore, the investigation is confirmed for the reported catheter fracture and identified material separation. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G2, g3, h6 (device, component, method, result, conclusion) section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent for a port placement procedure using broviac cv catheter, single-lumen, 4.2f. Sometimes post port placement procedure, the catheter was allegedly found to be broken. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent for a port placement procedure using broviac cv catheter, single-lumen, 4.2f. Sometimes post port placement procedure, the catheter was allegedly found to be broken. There was no reported patient injury.